Event description:
New information notes the lead was explanted and replaced during device change out for normal eri.

Event description:
It was reported that high pacing lead impedance was observed. During subsequent follow up in (B)(6) 2013, the pacing lead impedance was still high. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.9-11.4cm from the distal tip. The etfe coating was intact at this location.